Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the port of catheter was cracked. The catheter was used for half a year. The catheter was pulled and replaced with a new one. The pt is in good condition now.

Manufacturer narrative:
.

Event description:
The sample consisted of one permcath catheter showing a red adapter with a crack on the side. The manufacturing lot number associated with this complaint was (B)(4). The DHR review indicated that there was no quality issues associated with this defect mode. DHR was reviewed with the lot number provided as part of the complaint description and no deviations related to this failure mode were found. There are no ncr related to the reported issue. This defect was confirmed for the received sample; however, the sample does not correspond to the lot and product code mentioned in the complaint event description. It is considered that no samples were received to confirm the described event and the received sample has no data to perform adequate DHR review. Additional information was requested to originator, no further data was obtained. Based on the available information the most probable root cause could be considered as misuse due to a possible adapter over tightening in both cases (the sample received and the described complaint), therefore this failure is not considered as manufacturing related. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% adapters inspection for cracks and pressure testing respectively at the final stage of production, which would identify adapters issues in the catheter assembly. This complaint will be used for tracking and trending purposes.